Event description:
It was reported, the patient did not have stimulation, and she had not charged her ipg for an undetermined amount of time. The physician replaced her ipg with a non-rechargeable version. It was reported, the issue was resolved postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory.